Event description:
Before shaping the wire, the doctor found that there was a kink in the distal coil segment. It was noticed after it was removed from the package. The packaging was intact before being opened. The wire was not clinically used.

Manufacturer narrative:
Prior to using a stabilizer steerable guide wire in a procedure, the tip was found kinked. The product was not used. No details regarding the handling of the product were provided. Analysis of the returned device confirmed a kinked tip and stretched coilwire. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen (with the exception of the damage noted above) is visually and dimensionally correct. No mention is made of the stretch damage to the coil segment in the complaint documentation. The bend damage to the distal tip region is clearly visible through the dispenser tubing when viewed at 18" with vision corrected to 20-20. The extent of this damage, had it been pre-existing, would be readily visible to inspection during handling, at any point from the packaging process to opening the package at the end use facility. Damage to the specimen is consistent with handling. Based on the evidence presented by the sample article and the complaint documentation, it appears that handling factors contributed to the event as reported. It bears noting that the manner in which the specimen device was received does not provide sufficient protection to the specimen device to preserve the "as-found" condition reported by the end user facility. Without further information or evidence, assignment of the root cause of this event is subjective. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the available information, it cannot be determined with certainty what factors may have contributed to the wire damage; however, device handling (e.g. Removal from the hoop by pulling the distal end) may have contributed.